Manufacturer narrative:
A non-sterile orbit rdfl complex mini coil was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked at. The introducer was received unzipped without damage. The support coil, gripper and the embolic coil were received outside of the introducer. The support coil was found without damage, the gripper was found folded and the embolic coil stretched/kinked. The gripper and embolic coil were inspected under; the gripper was found folded while the embolic coil was found stretched/kinked. The gripper and embolic coil were inspected under; the gripper was found folded while the embolic coil was found stretched/kinked. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The conditions of the embolic coil and the damages found on the device were apparently caused by applying excessive force on it but it could not be conclusively determined. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures from leaving the facility. Therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
Sl 10 (mc) microcatheter during the procedure, the or orbit rdfl complex mini coil (B)(4) stretched during inserting into the target aneurysm. After the event, the entire coil and delivery system was removed from the patient without any issues, and the same microcatheter was utilized to complete the procedure. An adequate continuous flush was maintained through the sl 10 (mc) microcatheter (striker) at all times, and no damages were noted after re-shaping. No kinks in the mc that may have contributed to the event, and a balloon or stent remodeling product used during the procedure. During insertion or any other time, no resistance was met, and no additional force was utilized to advance or remove the coil/delivery system. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached the delivery system. There was no patient injury, and the product will be return for analysis.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The orbit rdfl complex mini coil (638mf0407/ 0005024349) stretched during insertion into the target aneurysm. After the event, the entire coil and delivery system was removed from the patient without any issues, and the same microcatheter (mc) was utilized to complete the procedure. An adequate continuous flush was maintained through the sl 10 mc (striker) at all times, and no damages were noted after re-shaping. There were no kinks noted in the mc that may have contributed to the event, and a balloon or stent remodeling product used during the procedure. No resistance was met during insertion or any other time and no additional force was utilized to advance or remove the coil/delivery system. It is not known if at any time the mc was repositioned over the deployed coil. No neck remodeling devices were used. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached the delivery system. There was no patient injury, and the product will be return for analysis. A non-sterile orbit rdfl complex mini coil was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked at. The introducer was received unzipped without damage. The support coil, gripper and the embolic coil were received outside of the introducer. The support coil was found without damage, the gripper was found folded and the embolic coil stretched/kinked. The gripper and embolic coil were inspected under microscope with confirmation that the gripper was found folded while the embolic coil was found stretched/kinked. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. The conditions of the embolic coil and the damages found on the device appear to have been caused by application of excessive force on the device; however, root cause cannot be definitively concluded. With review of the analysis and the device history records there is no indication that the damages are related to the manufacturing process with procedural factors appearing to have contributed. Additionally inspections are in place to prevent this type of failure from leaving from the facility. Therefore no corrective action will be taken at this time.